Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that shortly after implant this right ventricular (rv) lead exhibited failure to capture and a dislodgement was identified. This lead was successfully repositioned and remains in service. No additional adverse patient effects were reported. Additional information was received that during the patients hospital stay after initial pacemaker system implantation, the patient experienced syncope. Rv threshold measurements were confirmed to be elevated. X-rays were performed and rv lead dislodgment was confirmed. As a result, the rv lead was successfully repositioned in the lower septum and achieved appropriate threshold and impedance measurements. The physicians believe the cause of the lead dislodgment was a procedural problem due to insufficient fixation of the sleeve or lack of slack. The rv lead remains in-service. No additional adverse patient effects were reported.

Event description:
It was reported that shortly after implant this right ventricular lead exhibited failure to capture and a dislodgement was identified. This lead was successfully repositioned and remains in service. No additional adverse patient effects were reported.